Event description:
It was reported that the patient's entire system was replaced. The patient's catheter was cut during an intraoperative lumbar laminectomy on (B)(6) 2012. The patient's pump was placed to minimum infusion. The pump was replaced due to normal end of life (eol). The patient's system was replaced on (B)(6) 2012. It was reported that there were no patient symptoms/injuries related to this event. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found a motor feed-through anomaly. Initial 1 rev and 3 rev flow testing suggested the pump was over infusing. Additional 24 hour infusion testing passed with -3.14 % accuracy. Additional destructive analysis was performed and a feed-through anomaly was noted possibly being responsible for the stalls and recoveries seen in the logs. Analysis of the catheter found that the catheter body was sliced.